Event description:
It was reported during a laparoscopic tubal ligation upon inserting the 511sd the surgeon did not hear or feel the safety shield had engaged. The surgeon tried several attempts to insert the trocar, but felt the safety shield had not activated. After removing the trocar, he inspected the wound side and noted that the blade did partially penetrate the peritoneum. He then reinserted the trocar without activating the safety sheild. There was no consequence to the pt.